Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the buttons are sticking. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 121 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case on display window corners, minor scratches on lcd window and cracked reservoir tube lip.